Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that no light was observed on a device. There was no reported patient involvement.

Event description:
It was reported that the device had no light when connected to pcu. No patient involvement was reported.

Manufacturer narrative:
Additional information: d10 the customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture (B)(6) 2019 to present date (B)(6) 2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.